Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash that developed into an open wound under all four ECG electrodes. The patient described the skin as red and bleeding. The patient reported that she would be having surgery soon and would likely end use of the lifevest. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.